Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown. Troubleshooting for air bubbles was performed. Customer was unable to remove the air bubbles and they were unable to connect the reservoir. The reservoir will not be returned for analysis. Customer was advised a replacement reservoir would be sent out. Customer was assisted with changing out their infusion set.